Event description:
It was reported that during the operation the device does not retain the tool. There was no patient impact.

Manufacturer narrative:
H3: product analysis: evaluation confirmed the reported malfunction of not retaining tool. The likely cause of failure could not be determined. It was also noted that the distal bearing is detached, the laser markings are faded and the color band is faded. G3: aware date used as the date of analysis performed as the event is reported based on evaluation findings. Repertorio ID: 2372016/r medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.